Event description:
A doctor reported a central artery collapse. No further information has been provided. Additional information was received from rosa, the surgeon's assistant, reporting that she believes there were 3 patients involved but did not have any additional information at the time. She will provide additional information as she receives more information from the doctor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).